Event description:
It was reported to boston scientific that at the end of an endoscopic retrograde cholangiopancreatography procedure (ercp) the cutwire on the jagtome rx sphincterotome broke. The cut wire did not come off of the sphincterotome, therefore, did not need to be retrieved from the patient. Patient is "fine". Note: the complaint is against the rx cholangiogram kit, however, the medwatch is being filed on the jagtome (component of the kit that broke), which has been received and evaluated.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. A review of the device history record could not be performed since the lot number is unknown. Jagtome rx device loaded with jagwire was received, residue was present on the device to indicate use. A visual evaluation found that the exposed cutting wire was burnt, broken and bent. The broken ends of the cutting wire appeared overheated, blackened/ charred and one end had melted into a ball weld, likely due to the overheating of the wire. The part of the cutting wire anchored to the distal pierce hole was bent. The cutting wire was measured to have broken at approximately 8 mm from the distal pierce hole. The directions for use (dfu) caution user to "verify that the cutting wire had exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Either the positioning of the tome allowed the energized cutting wire to be in contact with the scope, or improper power settings were used on the generator. Cautions for both root causes are contained in the product dfu. The most probable root cause of broken wire complaint is user error.